Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for reflux and leak testing. It did not meet the requirements for pressure-flow and pre-implantation testing. There was crystalline debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a strata nsc valve was explanted on (B)(6) 2018 due to the valve changing pressure without any logical explanation over the past few weeks. It was also noted that the patient claimed to hear clicking noises coming from the valve. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the clicking noises did not occur during adjustments. Troubleshooting involved changing the pressure setting while pumping the valve. It was stated there were no external, environmental, or patient factors that may have contributed to the event.